Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced the scale not functioning, which is not reportable.

Event description:
This report summarizes 8 malfunction events, where it was reported the scale is inaccurate. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired in the field and returned to service. 3 devices functionally/visually inspected in the field.  However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the scale is inaccurate. There was no patient involvement.